Event description:
It was reported that a surgeon observed a csf leak through the dmo in posterior fossa. The surgeon was able to complete the procedure using another product. There was no delay in procedure reported.